Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the b30 (scope communication error) was a charge-coupled device pins were corroded and deformed while the user was handling the device which led to abnormality of electronic parts. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of b30 (scope communication error) code was confirmed. The charge coupled device pins were deformed and corroded. In addition, the identification chip had no data. Bending section cover glue was peeling. The insertion tube had sharp peeling and scratches in multiple places. Light guide tube had minor scratches. Scope connector continuity was 6.2 ohm (unit of electrical resistance). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope displayed a b30 (scope communication error) code during maintenance. There was no report of patient harm associated with this event.